Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, internal to the patient, the super multivac's electrode fell off while ablating. All pieces were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found do not contact metal objects while activating the wand as damage to the tip and/or shaft insulation may occur resulting in device malfunction or patient injury. The wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. Do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device and/or a cracked spacer leading to patient injury. Visual inspection shows detached electrodes and the ball wire is missing. The wand was connected to a compatible quantum 2 controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. An analysis of the customer provided image showed a detached electrode. The complaint was confirmed. Factors that could have contributed to the reported event include: using the device for mechanical displacement, contacting metal objects, or vigorous use against dense or bony surfaces. No containment or corrective actions are recommended at this time.